Manufacturer narrative:
Further information was requested, but not received

Event description:
Related manufacturer reference number: 2017865-2022-08849. It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was found to have high defibrillation impedance. Additional, prior inappropriate shocks were reported, along with incorrect interpretation of signal alleged on the ICD, and fracture alleged on the rv lead. The inappropriate shock was alleged on both the ICD and the rv lead, and high voltage therapy was programmed off. The patient complained of discomfort from the device. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found to have high defibrillation impedance. Additional, prior inappropriate shocks were reported, along with incorrect interpretation of signal alleged on the ICD. The inappropriate shock was alleged on the ICD, and high voltage therapy was programmed off. The patient complained of discomfort from the device. Surgical intervention was planned but was not yet performed. The patient was stable throughout.

Manufacturer narrative:
Correction : b5: field corrected based on retraction of report 2017865-2022-08849.